Event description:
It was reported that this right ventricular (rv) lead was observed fluctuating impedances. These fluctuations were accompanied by corresponding increases in pacing thresholds, raising concerns about loss of capture (loc). Technical services (ts) noted that the impedance variability could be related to a spring contact issue. Subtle noise was observed on the rv lead in stored episodes. The representative planned to reprogram the device to auto mode to provide a greater safety margin. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was observed fluctuating impedances. These fluctuations were accompanied by corresponding increases in pacing thresholds, raising concerns about loss of capture (loc). Technical services (ts) noted that the impedance variability could be related to a spring contact issue. Subtle noise was observed on the rv lead in stored episodes. The representative planned to reprogram the device to auto mode to provide a greater safety margin. The rv lead remains in service. No adverse patient effects were reported. Additional information was received a recent episode included anti-tachycardia pacing (atp) likely triggered by oversensing due to noise. A vf episode with very high ventricular rates was also noted. The rv lead remains in service. No adverse patient effects were reported. Further information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this right ventricular (rv) lead was observed fluctuating impedances. These fluctuations were accompanied by corresponding increases in pacing thresholds, raising concerns about loss of capture (loc). Technical services (ts) noted that the impedance variability could be related to a spring contact issue. Subtle noise was observed on the rv lead in stored episodes. The representative planned to reprogram the device to auto mode to provide a greater safety margin. The rv lead remains in service. No adverse patient effects were reported. Additional information was received a recent episode included anti-tachycardia pacing (atp) likely triggered by oversensing due to noise. A vf episode with very high ventricular rates was also noted. The rv lead remains in service. No adverse patient effects were reported.